Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery while priming the tubing. The patient's blood glucose at the time of incident was 85 mg/dl. Troubleshooting was initiated for the no delivery issue. The customer disconnected and reconnected the same reservoir and infusion set and the prime process was unsuccessful. The infusion set was changed and the prime failed a second time. The reservoir was then changed and the pump was able to deliver insulin. The customer was advised that changing the reservoir resolved the issue. The reservoir and infusion set were returned for analysis and a replacement reservoir was shipped to the customer.